Event description:
A patient with an implantable neurostimulator (ins) reported shocking, which was describes as going up the spine like a shock and hurting only on the right side and only whenever the ins is on. The patient currently has stimulation off because she can't stand to have it on. It was reported that whenever the patient turns stim on she starts out slowly and increases the amplitude, however she still experiences the shocking sensation. The patient wishes to meet with a manufacturer's representative (rep) for reprogramming of the device, but reported that due to scheduling and communication issues she had been unable to meet with a rep at the office of her healthcare provider (hcp). The patient was given the number for a rep in her area. A follow-up communication from the hcp stated that the office had reached out to the patient. Patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.